Manufacturer narrative:
The device is not returned and not available for evaluation. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. Additional information has also been received. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g4, g7, h2, h3, h4, h6, and h10. Initial reporter is a clinical engineer ii. No details of the event are known. It was confirmed that there were no patient infections nor were there any positive scope cultures related to this event. The device history record review confirmed that device was shipped in accordance with specifications on the connector assembly. The subject device had no repair history in the past year. The reported issue for the device is a broken alcohol connector. The cause of the issue cannot be conclusively determined. Massive impact such as hit by a hard object, or accumulated excessive stress to the lock lever may have caused the lever breakage. Design or structure of the device cannot be considered a factor causing this issue. Even though there was abnormality, it is detectable by conducting the following inspection stated instructions for use in chapter 3.inspection before use, 3.3 inspecting the connectors. Chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.

Manufacturer narrative:
Additional information for this event is not available as yet. The device will not be returned and is not available for evaluation, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had a broken alcohol connector. There is no patient involvement and no harm reported to any patient.